Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a spectra penile prosthesis removed and replaced with another manufacturer's device due to unspecified reasons. No additional patient complications were reported in relation to this event.